Event description:
A breg sales representative contacted customer care to report that a post-op shoe, womens, small, part number 11182; had the soel come undone after 10 days of use. No injury reported.

Manufacturer narrative:
Breg has performed evaluations on previous reports of sole delamination from post-op shoes. The evaluations confirmed this as an adhesive failure although the root cause for the failure has not been determined. Breg is currently working with the supplier of the post-op shoe to determine root cause for the separation of the sole and to identify corrective action. (B)(4).